Event description:
It was reported that a flogard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. No failure was detected and the device operated within specification. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. No failure was detected and the device operated within specification. Should additional relevant information become available, a supplemental report will be submitted.